Manufacturer narrative:
E2: health professional ¿ (blank) . E3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed as focus testing results were within specification and the device performed as intended. However, the device failed the leak test on cable due to a pin hole. The most probable cause of the malfunction is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device was not focusing. There was no patient involvement reported.